Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material inside the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. The evaluation identified, white foreign material in air/water-channel. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that during a therapeutic procedure. With polypropylene, an error code 216 was produced, when using colonovideoscope. And the image lost a few times and later recovered with no intervention required. The procedure was delayed by 5 minutes. The device was inspected before the procedure. And no abnormalities were found. The procedure was able to be completed with the same device without requiring any additional medications or anesthesia. No damage or infection to the patient/operator. And the subject device was reported to be reprocessed completely as performed, per the user manual.